Event description:
It was reported that the pt complains of soreness.

Manufacturer narrative:
The pt is (B)(6), which is obese. Additional info has been requested and if received, will be provided in a supplemental report.